Manufacturer narrative:
The technician found the brake caster wheel supports are broken. An investigation was performed and this issue was addressed under an engineering change. The technician replaced both wheel supports on the head of the bed to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed was slightly loose when the brakes were set. The bed is located on the third floor of the facility. There was no patient/user injury reported. (B)(4).